Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating that the device had a "bent tip". It is unknown that the device was not being used during surgery; however, it is unknown if there was any patient or user injury or medical intervention related to the event. No additional information available.